Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient was having "wires of the morphine pump" removed because patient was having a spinal fusion done. It was verified and confirmed they are removing both devices because the "wires" are going to get in the way of surgery. Patient stated it was very hard for him to find a healthcare professional (hcp) to maintain patient's morphine pump. It was noted they were concerned that the morphine pump was completely empty. Patient reported being in so much pain he could not stay on the phone. Patient was going to be transferred to answer questions regarding pump device, but patient stated he could not speak with them because he cannot stay on the line anymore. Patient stated he was not so happy because the pain from installing everything was very painful, but was all for nothing. Hcp noted patient had not seen patient since (B)(6) 2015, and did not have any information on patient care at present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.